Event description:
It was reported that patient faced insulin flow block alarm causing high blood glucose and treated with bolus on (B)(6) 2026. Patient also faced same issue on (B)(6) 2026.

Manufacturer narrative:
Initial 2 of 2. E1:name: (B)(6). Country: united states of america. Street: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site:3003442380.